Manufacturer narrative:
Bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for embedded fm with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® sst¿ advance plus blood collection tubes had fm embedded in the tube.